Event description:
The medtronic 670g system is faulty and doesn't work as advertised. The smart guard system is faulty and stops working when blood glucose raises or lowers to the program high or low settings. This system is supposed to lower or raise the insulin flow to compensate for the high or low blood glucose readings. So the pump is designed to keep blood glucose in a certain program threshold or program blood glucose range. The system doesn't do this. What happens is that when the system detects the blood glucose is rising above the program threshold it will ask for a blood glucose reading. If you're in a position where you can't insert the blood glucose reading, the pump will simply exit or quit auto mode. The system is supposed to react and start feeding additional insulin to keep the blood glucose at the program threshold but instead it will stop working and not do what it's supposed to do. The same thing happens when the blood glucose goes below the low blood glucose threshold the system will go out of auto mode instead of reducing or stopping the insulin flow. This is a dangerous situation and can lead to death. The system is supposed to reduce the insulin feed to help keep me from going into hypoglycemia. Hypoglycemia has happened using the system because it failed to perform as it's supposed to. FDA safety report ID # (B)(4).